Event description:
It was reported the pump reached end of service (eos) and was sent back to be discarded. The catheter was also returned. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This date has been updated to 2014-05-29 for the initial report (manufacturer report # 3004209178-2014-11585).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).